Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, d9 (date returned), h2, h3, h4, h6 corrected fields: b5, e2, e3, g4 (PMA/510(k)), h6 (additional problem code) the device was returned to olympus and the customer reported blackout and e315 error were not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the events were not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced an image blackout and an e315 error.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope's image within the octagon blacked out. The issue occurred a diagnostic upper gastrointestinal endoscopy and was completed with an olympus back-up device. There were no reports of patient harm.